Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a hardware failure with the refrigerator door, making it unable to recover space. A field service engineer remotely worked with the customer to address the fridge door issues. The customer recovered the fridge door and tested it within the application. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had hardware failure. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.